Event description:
The lay user/ patient contacted lifescan (lfs) the day after date of event alleging high readings on his one touch ultra meter and that his meter fell out of range using the control solution. A medical affairs specialist (mas) spoke to the pt two days later and obtained / verified the following information: on the date of event around 7:00pm prior to eating dinner the pt felt shaky and then tested his blood glucose and thought his reading was 100 mg/dl; however, when going into the memory of the meter the reading was actually 150 mg/dl. He felt that the 150 mg/dl reading was high and ate an orange and felt better. The following morning he tested on his profile meter and obtained a 131 mg/dl. The pt did not test on his ultra at that time. He did not seek any medical attention or contact his physician for assistance. The readings prior to the 150 mg/dl were as follows: 162 mg/dl in the morning, 139 mg/dl prior to lunch and a 150 mg/dl prior to dinner. The test strips were in good condition and not expired. The technique of applying blood in the test strips was correct. Customer care advocate (cca) ran a quality control test on the strips and the test strips passed using the control solution. Cca sent the pt a replacement meter and control solution. The complaint is being reported since the pt experienced symptoms of hypoglycemia and treated himself based on his symptoms and not the 150 mg/dl reading.